Event description:
During follow-up, externalized conductors were observed via fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.